Event description:
Contact reports pt received charite artifical disc implant. Pt experienced discomfort. Pt went to a surgeon for clinical eval. An x-ray and MRI confirmed that the slidding core of the charite disc had become fully displaced anteriorly at l5-s1 level. This surgeon is not planning to revise this pt at this time. The pt will be revised by another surgeon.